Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event could not be determined. Based on similar reports, this type of tip breakage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center was informed of a thunderbeat device (probe) that displayed a probe damage error during a procedure. The thunderbeat hand-piece and generator connection points were inspected prior to the procedure and no abnormalities were observed. The physician conducted a therapeutic removal of a uterus and cervix from a patient, the event occurred in the middle of cutting the vaginal cuff around the uterine manipulator device. The hand-piece was removed from the patient and checked; the tip of the probe broke off after it was removed from the trocar. It was reported the tip did not fall into the patient. The user facility confirmed that the failure did not significantly extend the length of the procedure or cause patient injury. The procedure was completed with a new thunderbeat hand-piece (probe).

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and correction of series of events, lot number and manufacture date. The device was returned to the service center for evaluation and the user¿s complaint was confirmed for probe damage. The thunderbeat hand-piece had a probe check conducted and the probe failed the probe check by producing an error code of u509. A visual inspection of the returned device observed some tissue build up. The teflon pad was inspected and had normal wear with no metal exposed and no abnormality noted. The distal end of the probe was inspected under a microscope and observed to have a hairline crack/fracture in the probe. The switches, wiper movement, handle and jaw movement, handle load and rotation of the knob torque were all inspected and observed to function normally and smooth as designed. Based upon similar reported events, the determined cause for the hairline crack/fracture in the probe is attributed to the probe coming into contact with either a hard or metallic surface during activation.

Event description:
The service center received a report of two thunderbeat hand-pieces (probes) that displayed probe damage error during a procedure. This report is for the first thunderbeat probe that displayed the error. The reported event occurred when a physician was performing a therapeutic removal of a uterus and cervix from a female patient. It was not reported when in the procedure the first hand-piece displayed the probe error. There was no report of damage to the probe or damage to the teflon pad. The probe was replaced with a second thunderbeat hand-piece and the procedure continued. It was reported there was no patient injury. This is report 1 of 2.